Event description:
The customer reported that they were unable to get the image to swap from the left to right monitor and unit locked up. This occurred during a procedure. The unit was removed from the procedure and replaced with another c-arm. There was pt involvement, but no pt injury.

Manufacturer narrative:
(B) (4). The ge service rep erased the service nodes, reformatted the hard drive and reloaded the software (customer provided) as intended. The unit functions as intended.